Manufacturer narrative:
The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, a blurry image and an error message appeared on the screen. In addition, the scope connector had heavy fluid invasion; the body control unit had water invasion, staining, and corrosion, the scope connector cover leaked, the bending angle did not meet specification, switches were non-functional, and the adhesive on the bending section cover was detached, chipped, and cracked. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported an e315 scope error and water leaking from the seal around the handpiece when preparing the flex videoscope for use in a colonoscopy. There was a ten minute delay in the procedure. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" and h6 "medical device problem code" fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the scope cover leaked while the user was handling the device, and water invaded the scope connector. Due to the invasion, abnormality of electronic parts occurred and the e315 error message was presented. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following instructions for use: -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
This medical device report is related to patient identifier: (B)(6).